Event description:
It was reported that one year following a cryo ablation procedure, the patient experienced acalculous cholecystitis. It was indicated that the issue was possibly related to the cryo ablation procedure. The patient's hospital stay was extended and antibiotics were given. The case had already been completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data file for the date of the reported event were returned and analyzed. The data files showed at least eight applications were performed with the balloon catheter, 2af284 with lot 13452, on the date of the event without any issues. The balloon catheter was not returned for investigation. In conclusion, the balloon catheter, 2af284 with lot 13452, was not returned for investigation and the reported clinical issue (acalculous cholecystitis) can not be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.